Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found the rubber cover lifted with holes. Additional evaluation findings are as follows: no data transmission; peeling cement around lens; intermittent flickering of image when angulated; deep scratch on insertion tube; missing logo at the switch unit, engrave marking at grip; scratches near the instrument channel port of the control body; objective lens nicks/chips. The investigation is ongoing and the conclusive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the instrument channel port plastic was "lifting." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.